Event description:
The nurse caring for this patient said the patient arrived in the sicu from the emergency department. It is their practice to switch out the urimeter when the patient arrives on the unit. The urimeter started to leak where the clear plastic face was molded to the white plastic backing.